Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated non-boston scientific right ventricular (rv) lead presented to the clinic for a device check after receiving appropriate shock therapy from the device. Upon interrogation, a code 1005 was displayed, indicating a shock into an open condition had occurred. After the warning message was cleared, the device interrogation found no issues with the pulse generator, and the leads exhibited normal measurements. Technical services discussed performing x-rays to evaluate the condition of the rv lead and recommended troubleshooting steps to see if noise could be provoked or if out-of-range shock impedance measurements could be induced. Technical services also provided steps for the local sales representative to save device data to be submitted for analysis, to determine the integrity of the system. The local representative reported that no intervention had been performed. No adverse patient effects were reported.